Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Medical records provided were reviewed, however, review of the received records could not confirm the patient's reported post-operative complications. Visual evaluation of the returned implants identified signs of implantation and scratches. The articular surface was flared on both sides. Dimensional analysis of the returned products determined they were conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona porous spiked keel tibial component size d left catalog #: 42535006701 lot #: 66510560, persona medial congruent articular surface left 12mm catalog #: 42512100312 lot #: 64473201. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain and the feeling that something was wrong with the knee approximately eleven (11) months post-operatively. All components were revised except the patellar component. Attempts have been made, however, no additional information is available.